Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a coronary angiography, while using fluoroscopy, it was noted that the atrial lead was dislodged and was causing ventricular tachycardia because the lead was in contact with the tricuspid valve. The lead was repositioned and the patient was stable.